Event description:
It is reported that the pt's hip dislocated. A closed reduction was performed in the ER.

Manufacturer narrative:
Eval summary: dislocation can be associated with a number of mechanisms: unsatisfactory placement of the component parts. This may lead to impingement at various interfaces: neck/liner, shell/bone, and/or neck/shell which may lead to dislocation. Extent of component stability. If components that were not matched for the pt requirements are used (i.e. Improper offset, femoral head size), this may increase the instability of the joint, which may lead to dislocation. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint, which may contribute to dislocation. Pt behavior. It is also reported that the only zimmer implanted device was the femoral head, and that the rest of the devices were stryker; specifically trident brand. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Cause cannot be definitely determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.